Event description:
The customer reported that the insulin gauge displayed an amount different from expected, with the discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level at the time of the event. The customer resolved the issue by loading a new cartridge, and technical support advised them to call back for further troubleshooting if the issue occurs again.